Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the recharger appears to be shorting out. Pt stated that they have had this scs device for a few years and they have recently been having difficulty charging the implantable neurostimulator (ins). Pt stated the issue began several days to a couple of weeks ago. When attempting to charge, the system tries to initiate charging but then displays a message instructing them to call medtronic. Pt attempted to reset the controller; however, it did not resolve the issue. Pt noted that the controller appears to be functioning properly. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller, battery pack and recharger. However, they mentioned that the recharger becomes very warm during use and that there's a spot that was kind of loose. Agent sent a request to repair to replace the recharger.